Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported air embolism cannot be determined; however, embolism (air) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report an air embolism. It was reported that mitraclip procedure was performed to treat grade 3-4 functional mitral regurgitation (mr). One clip was implanted with no reported issue, reducing the mr to grade 1. After the procedure, when checking the pulmonary vein (pv) flow pattern, an air bubble was observed at the right upper pulmonary vein. No intervention was performed. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.